Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 27-jul-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 27-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead was fractured, damaged, or broken, with loss of stimulation, inability to increase intensity, inability to decrease intensity, connectivity issues involving leads 4¿7, and impedances involving leads 4¿7and 11¿12, including high impedance, greater than 33,000. A connectivity and impedance report was run as troubleshooting. The issue was reported as ongoing and not resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.